Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. There was injury allegation of a humerus fracture (upper right arm).

Event description:
The caller is from the state serv and is calling to notify us that there was a patient in an unknown invacare sling and the two upper straps broke where it is attached to the sling. The right strap broke first and then the left. The patient fell to the floor. There was injury humerus fracture (upper right arm). I asked her for the actual lift s/n and she could not provide that because she does not know which one they were using at the time of the incident.